Event description:
According to the reporter during a laparoscopic right hemicolectomy while in use for cleaning trocar, the sponge at the tip of the device broken off into the patient's abdominal cavity. The fallen pieces were retrieved. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. There was no tissue damage. The incision site was not extended. No bleeding occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.